Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplement report will be submitted when the investigation is completed. No adverse event reported.

Event description:
It was reported that during testing, system performed 5 compressions and displayed replace battery. A second battery was used, but it lasted for 8 compressions. No adverse event reported.